Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose levels of around 40 mg/dl. The caller stated that the patient had high blood glucose value of 350 mg/dl at 4:00 am, treated with a bolus, next morning took bolus for breakfast and received no delivery, then experienced low blood glucose value of 40 mg/dl. No delivery troubleshoot was performed and the issue was resolved. The customer declined to troubleshoot for high blood glucose and low blood glucose values. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.